Event description:
The customer reported that bleeding of approx 400 cc occurred from the lumbar, ovarian and adrenal veins even though an end tone, indicating a completed seal cycle, was heard. Add'l manual suturing was done. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.